Event description:
It was reported the patient's ipg may have migrated. The patient states it is difficult for her to establish communication on or off. Additionally, the patient stated she feels that the ipg is rubbing on her bone and causing sharp pain and soreness. The patient will consult with the physician and the sjm representative at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.